Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to pump being disconnected to charge the pump. Customer received normal 3rd party assistance and administered a manual injection to address bg level. Customer reverted to manual injections for insulin therapy.